Manufacturer narrative:
(B)(4). D10: 31-301852 item name arcos 3.5mm hex drive lot # zb7276048, unknown cone trial the product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the cone trial was detaching from the stem. This resulted in the screwdriver becoming fractured when attempting to remove the cone trial.there is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified wear from previous uses. Hex driver tip is confirmed to be fractured. Fractured piece(s) were not returned with device for review. The remaining hex reveals a twist deformation. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. The root cause of the reported issue is attributed to user error in the form of off label use. The screw driver is intended to be used with the trilogy acetabular system, however was used with femoral implants and subsequently broke. As per IFU, the surgeon should use only instruments provisionals specifically designed for use with their associated devices. Misuse reduces useful life and/or increases injury risk. This complaint was confirmed based on the returned device. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.